Event description:
The customer reported to olympus, the high-definition lcd monitor exhibited no image using the serial digital interface (sdi) 1 input from a cv-190. The event occurred during preparation for use, prior to an unknown diagnostic procedure. It was reported that the procedure was completed using the same device. There was no patient involvement, no harm or user injury reported due to the event.

Manufacturer narrative:
It was reported that the customer called the olympus technical center, stating that they are using the serial digital interface (sdi 1) video output from the cv-190 and the lcd monitor exhibiting no image. During troubleshooting for the reported issue, the customer was assisted by an olympus representative. The troubleshooting was successful by the olympus rep instructing the customer to move the sdi 1 input cable to sdi 2 and change the a and b port setting to sdi 2 which resulted to good image. According to the olympus rep, the sdi input on the lcd monitor was not working which caused the reported issue. In additional, the customer declined sending the suspected device in for evaluation and repair. The device referenced in this report has not been returned to olympus for evaluation. The investigation is ongoing. The definitive cause of the user¿s experience cannot be determined at this time. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, and the inability to evaluate the subject device and reproduce the reported event, the root cause of the reported event could not be identified. Olympus will continue to monitor field performance for this device.